Manufacturer narrative:
This report is submitted on july 11, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device, skin necrosis and purulent discharge (infection) that was treated with IV antibiotics. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on august 05, 2022.